Event description:
It was reported that the subject device had the blackout. The issue was found during service of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no signal output due to printed board malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image blackout due to printed circuit (dp) board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.